Manufacturer narrative:
(B)(4). Follow up information was provided by a nurse. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, remedial therapy with ceftazidime was discontinued and the event of peritonitis had resolved.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of area not clean before starting peritoneal dialysis (pd) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced a break in aseptic technique, described as area not clean before starting pd. On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, loading dose, ip) and ceftazidime (1gm, twice daily, ip). It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the event of area not clean before starting pd was unknown. At the time of this report, the patient remained hospitalized, remedial therapy with ceftazidime and dianeal pd2 ultrabag therapy was ongoing and the event of peritonitis was resolving. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide a causality assessment for the event of area not clean before starting pd.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.